Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-27827; 2017865-2021-27837. It was reported that the patient presented for a routine implant. During implant, the initial right atrial (ra) lead dislodged. Multiple attempts were made at repositioning this lead but adequate sensing and thresholds could not be obtained. The lead was exchanged for a second ra lead and the same problem occurred. It was not certain whether the observations were due to a lead issue or patient anatomy. The second ra lead was replaced with a third passive ra lead. Appropriate sensing and thresholds were obtained on the third ra lead during implant and the procedure was completed. Upon interrogation the next day, inappropriate atrial sensing and non capture at maximum outputs was observed. Programming changes were made to sensitivity but the issue was not resolved. No dislodgement of the third ra lead was observed on chest - x-ray. The physician opted to leave the third lead implanted and change device settings to inactivate the right atrial lead by programming to a (vvir) mode and monitoring the patient. The patient was stable.

Manufacturer narrative:
The reported events were not confirmed. A complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found.